Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/pt contacted lifescan wanting help with testing her blood glucose with a one touch profile meter. During the call with the customer care advocate (cca), the pt stated that the meter was displaying "retest" and also a "redo check" message. The pt mentioned that he had "tried using it a week ago" in reference to the meter. One day earlier, the pt indicated that she "got sick" and nearly passed out. She went to a hospital but could not recall what her blood glucose level was or what type of device was used in the facility. The pt reportedly received insulin treatment. The pt indicated that the hospital "wanted her to test". No further clinical info was provided. It would have been helpful to know the following info: the pt's testing frequency, her normal/expected blood glucose levels, when the reported meter issues started, her medication and diabetes management regimens, and if she made any changes to the regimens because of the alleged issue. In addition, it would have been helpful to know what other health conditions she has, why she was hospitalized, when the pt was last able to test her blood glucose with the reported meter, and what her last blood glucose reading was prior to the event occurring. The cca was able to walk the pt through a successful blood glucose test after several attempts were made during troubleshooting. The pt obtained a meter result of "238 mg/dl." However, the pt was unable to perform a successful checkstrip test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt was reportedly encountering "retest" and "redo check" messages. She was unable to test her blood glucose for an unk period time, developed symptoms, sought medical attention, and received insulin treatment.